Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
(B)(4).

Event description:
Caller reported the mobile system gave a result of 10.7 mmol/l at a time when she was symptomatic of hypoglycemia. A result from a non-roche system "within seconds" was 2.1 mmol/l. Customer was in a state of "slight unconsciousness", was treated by husband with glucogen. A request was made for the return of the meter and strips.